Manufacturer narrative:
G3. PMA/510(k)#: please note that this device is not marketed in the united states; however, the device is deemed the same as the united states marketed device catalog# c01a, 510k# k041584, UDI# (B)(4) h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who underwent backward fixation for l3 compression fracture due to primary osteoporosis. It was reported that 1.2 cc of cement was injected into l3. Cement leakage image was observed on postoperative x-ray which was considered to be segmental vein. No patient symptoms. It was confirmed that there were no problems with the cement injection during the tapping 11 minutes after mixing, and injection was initiated from l3. There were no problems with the intraoperative images, so the physician believes that the pump had flown into the blood vessel after injection. The leakage side could not be confirmed because it was hidden from the rod.  There were no patient symptoms reported.. There were no further complications reported regarding the event.